Manufacturer narrative:
Concomitant products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v063959, implanted: (B)(6) 2007, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3389s-40, lot# v063959, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
A consumer reported that the right implantable neurostimulator (ins) was confirmed to be depleted by health care provider (hcp) on (B)(6) 2015 and both ins were replaced a day prior to this report. The patient was told that her ins would last 5-7 years. The patient had been feeling "sluggish" for the past month. The change in symptoms/ therapy was considered gradual. The patient had recovered completely after revision surgery. The indications for use for this patient were parkinson's dual and movement disorders.